Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. The shaft and hypotube were examined. There were numerous hypotube kinks. The hypotube was fractured 52cm from the hub. The fracture faces were oval as if kinked prior to separation. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 4.00mm x 8mm nc emerge® balloon catheter was advanced for post-dilatation. However, just as the device entered the touhy to the hemostasis valve of the guide catheter, the catheter broke. The device never entered the patient's body and the procedure was completed with a different device. No patient complications were reported.